Event description:
Customer reported multiple occlusions with the insulin pump. There was no adverse impact to the customers blood glucose level. The customer reverted to an alternate method of insulin therapy.